Event description:
Information was received indicating that this ambulatory infusion pump over delivered by +6.10%. It was not specified whether or not this occurred during infusion. It was also noted that this pump exhibited screen damage. No adverse patient effects were reported.

Manufacturer narrative:
One smiths medical cadd-legacy® pump was returned for analysis in fair condition. The unit was found to have a scratched screen and damaged rear housing. There was no evidence of the complaint upon review of the device history log. Delivery accuracy testing found the pumps average delivery error to be over delivering the control limit specification of +/- 3% but within the published specification of +/-6%. This information supports the complaint. However, it is documented that the complaint cannot be confirmed. Based on the evidence and the accuracy ranges, the complaint cannot be duplicated thus not confirming complaint. Corrective measures have been taken and the pump was repaired.